Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. However, multiple system messages [vacuum check failed - slow rise time] were verified in the systems event log. The system was then tested and met product specifications. No parts were replaced. No additional info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause cannot be determined conclusively. (B)(4).

Event description:
An asc director reported "trouble with the chamber" during two cataract intraocular lens implant procedures, resulting in posterior chamber tears. Both cases were completed. Additional info was received from the initial reporter indicating that the settings on the system had been increased for a difficult case and were not moved back to their default settings. Additional info has been requested.